Manufacturer narrative:
This medwatch report is for the coaguchek xs system used. (B)(6). Will not be returned to manufacturer.

Event description:
Caller also reports that during a same correlation study the following coaguchek xs/ coaguchek s results were obtained: 5.1 inr/7.5 inr; 3.5 inr/2.3 inr; 2.4 inr/1.9 inr; 1.9 inr/2.4 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.